Manufacturer narrative:
It was reported that the patient had an unrelated spinal procedure wherein the patient's leads were cut. Following the procedure, the patient's ipg was no longer communicating with external devices. The patient's ipg was confirmed to have been in surgery mode during the procedure. The patient system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's scs system was fully explanted.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:1627487-2023-05322, 1627487-2023-05320. It was reported that the patient had an unrelated spinal procedure wherein the patient's leads were cut. Following the procedure, the patient's ipg was no longer communicating with external devices. The patient's ipg was confirmed to have been in surgery mode during the procedure. Surgical intervention may take place at a later date to address the issue.